Manufacturer narrative:
Manufacturer's analysis conclusion: a direct correlation between the device and the reported right heart failure and hypertension could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced hypertension with elevated mean arterial pressure. Despite the increase in coreg and other antihypertensives in the ICU, the patient's condition did not improve. The patient was treated with losartan. The patient will continue with milrinone at 0.2 mcg. The site planned to discharge the patient on (B)(6) 2018.